Event description:
Customer reported intermittent occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin delivery.